Event description:
The following results were obtained on the same device within 10 mins: 300mg/dl and 90mg/dl. No adverse event reorted and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.